Event description:
It was reported that the bronchovideoscope displayed no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was not confirmed, and the root cause could not be identified. The probable cause was determined to be that the suggested event occurred due to the printed circuit board that was mounted in the image sensor unit and scope connector has shorted out due to an air leak on the instrument channel. Olympus will continue to monitor field performance for this device.